Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: right side ¿baby had milk allergy¿ (inability to breastfeed), and rupture.

Event description:
Patient reported right side ¿baby had milk allergy¿ (inability to breastfeed). No treatment or surgical reoperation has occurred. Additionally, healthcare professional reported a rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and creases fold. A microscopic analysis was performed which identified a sharp broken edge irregular opening on posterior and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge irregular opening on posterior assessed as a surgical impact opening. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿baby had milk allergy¿ (inability to breastfeed). Additionally, healthcare professional reported rupture. Device has been explanted.